Manufacturer narrative:
The event occurred in canada. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported mobile system blood glucose result of 15.9 mmol/l and 7.4 mmol/l within 10 minutes. Reported no adverse event. A request was made for the return of the meter and strips.